Event description:
Meter will turn on and then shut off- it is assumed that this was during a blood sugar reading. Customer also stated that their display is not working well with a portion of the "hundreds and units" digits missing segments. The customer has tried to replace the batteries but this did not help the situation. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.